Event description:
Additional information was received that the patient's leads were repositioned on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03617. It was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.